Manufacturer narrative:
The company representative was unable to duplicate the reported problem. However, the event date and event was verified in the event log. The iabp unit was serviced few days earlier. The company representative cleaned pins of datasettes and reinserted datasettes into the main processor board connectors. In addition, the cable assembly was reseated from front end board to main processor. The company representative performed calibration, functional and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use with a patient, the iabp displayed an "electrical test fails code number 42" (datasette not compatible with front end hc11). The customer recycled power and the system functioned properly. They replaced the pump and therapy was continued. No patient injury was reported.